Event description:
Account reported to dade behring thtat they have observed qc out of range identification and mic results with atcc 29212 (e. Faecalis) and atcc 29213 (s. Aureus). Also reported observation of insufficient growth (no results). Issue is only with qc. Report was associated with only the identified prompt lot and acceptable results were confirmed with an alternate lot of prompt. No pt samples were affected. No report of injury or illness associated with this issue.

Manufacturer narrative:
Results: in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Conclusions: dade behring has initiated a field correction for this issue and notified customers of the potential for discrepant mic and/or identification results with clinical and qc isolates with the identified prompt inoculation system-d lot.